Event description:
Information was received, from a healthcare provider (hcp). Regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for spinal pain indications. It was reported, that the patient had magnetic resonance imaging (MRI) on (B)(6) 2024. The pump was interrogated today. And they saw a message that the pump had been stalled for 556 hours. It was confirmed, that the stall had recovered. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.